Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg on external devices. It is unknown if the ipg is depleting prematurely. No additional information is known at this time.